Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2013 (type iii bone). Primary stability was achieved. Osseointegration was not achieved. The clinician states that 4 implants were placed in an edentulous patient and the two implants became loose. The implant was removed on (B)(6) 2013 due to mobility. Med. History: patient is a smoker.